Manufacturer narrative:
Returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified popliteal superficial femoral artery. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, on the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed by using a new balloon catheter for dilation followed by stent implantation. There were no patient complications reported.

Event description:
It was reported, that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified popliteal superficial femoral artery. A 3.0mmx30mmx143cm fg coyote, nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, on the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed by using a new balloon catheter for dilation followed by stent implantation. There were no patient complications reported.